Manufacturer narrative:
Case-(B)(4).

Event description:
It was reported that contact dermatitis was found after use of the IV 3000 transparent dressing. Condition was treated by changing to a sterile gauze and elastic bandage.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. The reported issue may be linked to application or maintenance techniques. A clinical investigation concluded; per the complaint details, contact dermatitis was reported on the patient after the use of the iv300 transparent dressing. However, per subsequent e-mail the hospital stated, ¿the event was caused by the patient's constitution. The patient is allergic to all the patches in the hospital.¿ since the iv300 was removed, and the patient¿s condition was treated by changing to a sterile gauze and elastic bandage. No further clinical/medical assessment is warranted at this time. Should additional relevant clinical information be provided this complaint will be re-assessed. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.